Manufacturer narrative:
Visual inspection confirmed the weld between the front and rear body to be fractured with the cable still intact. The cable was cut during the evaluation. The handle is discolored and exhibits impact marks on the strike plate consistent with a multiple use instrument. The square orientation feature on the distal end of the rasp has been lightly deformed over repeated use. The device has a potential field age of approximately 1 year. Device was sent for further analysis. Fracture surface artifacts suggest the overload failure mode with multiple fracture initiation sites on the right side of the device. Xrf analysis found the material of both the proximal and distal components to be consistent with 17-4 stainless steel alloy. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported rasp handle impact plate broken off. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.